Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that the patient complained of cardiac insufficiency and was admitted to the hospital. The pulse generator was found to be in backup vvi mode. After interrogation, the device was back to vvd mode. The patient would be monitored.